Manufacturer narrative:
The device was received for evaluation. A visual inspection identified a cut in the bushing. Pressure and clear passage under water testing were performed; results were not satisfactory. The reported condition was verified. The cause of the condition was determined to be manufacturing issues such as an excess of solvent and improper manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set had leaked at the site right below the filter. This was observed during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3 event date: the event occurred on an unspecified date in (B)(6) 2024, reported as "last week." E1: initial reporter address: (B)(6) g1: device manufacturer address 1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.